Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump failed displacement test and not delivering insulin as well as they received several no delivery alarm. Customer's blood glucose level was 18 mmol/l. Customer reports that reservoir was able to lock in place. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device unexpectedly seated when performing the displacement test due to faulty force sensor resistor unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test due to seating anomaly. Unable to complete the functional testing and verify drive or motor anomaly or the unexpected no delivery alarm due to seating anomaly. The motor was tested outside of the unit and passed. Device had cracked battery tube threads and cracked reservoir tube lip.